Manufacturer narrative:
The device was returned for analysis. The patient device interaction problem cannot be confirmed as it is based on procedural circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the reported information it is likely a partial capture occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with prostyle devices using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, pre-placement of the first prostyle suture at the 10 o'clock position was successful. When attempting to place the second prostyle suture in the 2 o'clock position, the suture came out. A third prostyle suture was successfully placed at the 14 o'clock position. The sheath was upsized to a 14f and the tavi procedure was completed. Post procedure, the 10 o'clock suture had no issues however, when pulling the 14 o'clock suture, it broke. A fourth prostyle device was placed but did not completely achieve hemostasis, requiring a fifth prostyle device. Manual compression was also held for 10 minutes for safety measures as a small amount of bleeding was noted, possibly from under the skin. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.